Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse completed the wiggle test to attempt to reproduce the 23213 error but was unsuccessful after wiggling and moving each motion control console (mcc) controller communication point. Fe will proactively replace the mcc controller and external cable. Immediately after verification, fse completed system upgrade and laptop upgrade. System tested and verified ready for use. The mcc controller involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the customer navigated to start taking biopsies when the catheter suddenly moved on its own without the trackball being touched. The customer noted that they then observed an error on the screen that repeated even after pressing the recover button. The intuitive surgical, inc. (Isi) technical service engineer walked the customer through a power cycle of the system. While the system was powered off the tse had the customer reseat the external motion control console (mcc) controller cable connections. Then the customer powered the system back on and performed the mpr workflow. The catheter check failed. Tse recommended customer manually remove the catheter, reclean catheter, and reseat the catheter connection. Customer disassembled all the instruments and accessories, reassembled the instrument and accessories, and was able to re-register to continue with the procedure. The diagnostic procedure was completed with no reported injury.